Event description:
Additional information was received from a healthcare professional (hcp). It was reported that this event was initially reported to the hcp by an in-home infusion management company, and the patient involved was brought into the clinic the next day for evaluation.

Event description:
Information was received from a healthcare professional via a consumer with no patient information associated with this event. It was reported through a healthcare professional that a motor stall occurred. Caller stated she wanted to know the percent of occurrence as her refill nurse told her it happened to another patient. No further information was available/reported.